Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during ventricular lead revision it was noted that the atrial lead exhibited an insulation breach under the clavicle. Electrical measurements were normal. The lead was capped and replaced.